Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side "rupture." Later patient reported "slightly angulated contour" and "breast shape change." Patient also reported the following events, which are not device-related: ¿lumps left breast¿, "a few small cysts", "a few enhancing nodules which do not have any suspicious morphologic characteristics¿, and "tender lumps". The device remains implanted.

Event description:
Patient reported left side "rupture." Later patient reported "slightly angulated contour" and "breast shape change." Patient also reported the following events, which are not device-related: ¿lumps left breast¿, "a few small cysts", "a few enhancing nodules which do not have any suspicious morphologic characteristics¿, and "tender lumps". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: lump/nodule: unable to observe since it is not related to the device. Rupture: not observed openings on the provided photos. Cyst(s): unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.